Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The totally occluded target lesion was in the moderately tortuous and calcified right coronary artery (rca). The 2.0x20mm maverick2 monorail ptca catheter was used to predilate the target lesion and as it was being inflated, it ruptured at 6 atms. The procedure was successfully completed with another of the same device. No patient complications were reported with the patient's current condition listed as "good".